Manufacturer narrative:
Follow-up #1: date of submission 02/20/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/14/2017 with the following findings:a review of the black box showed two loss of prime warnings with a low non zero force. An unidentified low force was found. The rewind, load, and prime testing was performed successfully. The pump was run for 24 hours and no loss of prime alarms were emitted. The force sensor was within specifications. The loss of prime warnings were not able to be reproduced during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a prime (loss of prime) issue. It was reported that the loss of prime occurred 2 or more times. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.